Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced remote arm controller (rac) to resolve the issue. The system was verified and ready to use. Isi has not received the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a training/demo of the da vinci system, a repeated recoverable fault 25593 occurred on the system. The technical service engineer (tse) reviewed the system logs and found the error was related to the master tool manipulator. The tse then instructed the site to perform a hard power cycle of the system, but the error persisted. There was no report of patient involvement.